Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pocket hematoma. The patient presented for procedure on (B)(6) 2019 and the hematoma was evacuated. The patient tolerated the procedure well.